Manufacturer narrative:
The single use bioguard air/water & suction valve is used to control the air / water function of an endoscope during gi endoscopic procedures. The user was not using facial ppe and was struck on the cheek by a portion of the device. The device includes a spring-loaded valve cap. Device breakage during use may result in release of the spring or cap. The device subject of this event was not returned to us endoscopy for evaluation. The device subject of this event was a component of a via compliance kit ((B)(4)). The device history record was reviewed and confirmed the bioguard was manufactured to specification. There have been no other complaints associated with this lot. The instructions for use include the following statements: "inspect the package for shipping or handling damage. If damage is evident, do not use these devices. Confirm that the valve fits securely and that there is no gap between the valve end cap and the endoscope. Actuate the valve by pressing and releasing a few times to confirm smooth function.". In-service training was completed on 11/19/2018; there have been no further issues reported since.

Event description:
The user facility reported that the bioguard air/water & suction valve device became disassembled during use, causing a portion the valve to strike a user. No injury was reported, and no treatment was sought or administered.